Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However two video files were provided for review. One video showed the bd wavelinq devices inserted into two adjacent vessels. On the bottom of the screen the arterial catheter can be seen with the rotational indicator appropriately positioned. The venous catheter appeared to sit adjacent to the arterial catheter with the arc of the electrode appropriately aligned (with illumination of the rotation indicator as an open box on fluoroscopic imaging). The electrodes appeared appropriately aligned and coadapted. It was unclear the reason for reported device malfunction. The second video provided showed arterial flow and rapid venous outflow through an av fistula. The complaint indicates that a second device was used and the fistula was successfully created. Therefore, based on the video reviews the reported failure to cut failure could not be confirmed. The result of the investigation is inconclusive for the reported failure to cut issue. The root cause for the reported failure to cut issue could not be determined based upon the available information received from the field communications and videos review. Labeling review: the instruction for use for this wavelinq (wq4305) device was reviewed and the following sections are applicable. Indications the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5mm ¿ target vessels < 2 mm in diameter. Warnings 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. 5. Do not plug device into the electrosurgical pencil with esu on. 7. Do not permit cable to be parallel to and/or in close proximity to leads of other devices. 8. Do not wrap cable around handles of metallic objects such as hemostats. 9. Consult the esu user¿s guide on its proper operation prior to use. Cautions 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 6. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Instructions for use preparation of the catheters 21. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 22. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Endoavf creation procedure 23. Remove the arterial catheter from the packing card and inspect for damage (see figures 1-3). Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 24. Advance the arterial catheter over the 0.014" wire and insert through the arterial sheath, taking care not to kink the distal magnet arrays. Under fluoroscopic guidance, advance the catheter to the target avf location. 25. Rotate the arterial catheter until the illumination of the rotational indicators is maximized and the concave surface of the backstop is pointed at the venous wire. 26. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs b) unclip the venous handle and then slide the catheter out of its containment tube. See figures 1-3. 27. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 28. Catheters have a hydrophilic coating and at the physician¿s discretion may be hydrated prior to insertion by wiping with saline in the sterile field. 29. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 30. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicators are maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. 31. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the rotational indicators appear aligned and rotationally similar. 32. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 33. With catheters in confirmed activation position, remove cable tie, remove preassembled insert, and then connect venous catheter plug to electrosurgical pencil. Fully insert plug until there is no metallic surface exposed. 34. Pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 35. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 36. Ensure tourniquet has been removed (if applied). 37. Do not allow catheters to move in order to minimize chance of misalignment. 38. Using fluoroscopy, verify final catheter and electrode position before energy delivery. Figure 6. Activation position 39. Hold patient¿s procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 41. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. Figure 7. Electrode advanced to backstop 42. Remove the venous catheter. Remove the arterial catheter. 43. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 44. Embolize a brachial vein if patient anatomy allows. 45. Remove the arterial sheath and venous sheath and complete the puncture site closure to achieve hemostasis. H10: d4 (expiry date: 07/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the catheters allegedly made a crunching sound during activation. It was further reported that the catheters were activated twice with no anastomosis present and allegedly failed to cut. Reportedly, the catheters were moved peripherally about a half centimeter and reactivated resulting in a fistula creation. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the catheters allegedly made a crunching sound during activation. It was further reported that the catheters were activated twice with no anastomosis present and allegedly failed to cut. Reportedly, the catheters were moved peripherally about a half centimeter and reactivated resulting in a fistula creation. There was no reported patient injury.